Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a broken reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error. The parent did not recall the blood glucose reading. The parent was unable to clear the alarm and reported that the insulin pump had not been dropped or bumped. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.